Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3093-28, lot# v062829, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported the device was not working. It was stated to have stopped working in (B)(6) 2013. The patient also had a return of symptoms a couple months prior, which corresponded with the device not working. It was noted the patient had an appointment in (B)(6) 2013 to have the device checked. Additional information has been requested, a follow up report will be sent if additional information is received.